Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) during a right atrial automatic threshold (raat) test. It was also noted that the right ventricular automatic threshold detected was higher than the programmed amplitude or was suspended. The physician suspected lead malfunction or dislodgement. Additionally, it was noted that there were low out of range amplitudes. The patient reported feeling pacing in their chest and is very uncomfortable. The physician noted that there were muscles twitching at the implant site and was concerned of pocket stimulation. The plan is for the physician to reprogram the device. The lead remains in use. No additional adverse patient effects were reported.